Manufacturer narrative:
Upon eval of this bed frame it was determined that the captive washer pushed off the pin at the leg section and sleep deck causing these sections to disconnect. The bed frame was fixed and delivered back to the facility, the date is unk. A new design that replaced the toothed washer with a cotter pin to hold the leg section and the sleep surface together was implemented on products manufactured over 09/21/2010. As of (B)(4) 2012 our records show that all beds at this facility have been updated with the new design.

Event description:
Captive washer pushed off the pin at the leg assembly.